Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 07-feb-2020 stating the "needle is moving sideways in port" involving pentax medical ultrasound video colonoscope, model eg-3870utk, serial number (B)(4). The loaner colonoscope was received by pentax medical for evaluation on 14-feb-2020. The colonoscope was inspected by pentax medical service on 25-feb-2020 and the following inspection findings were documented: ultrasound connector lock handle inner lock not engaging, passed dry leak test, ultrasound image no scan line, passed wet leak test, biopsy insulation ring deformed, sub connector disconnected at base, ultrasound image has broken channel. The colonoscope underwent repairs including the following components: handle cover, us connector body pb-free, insulation ring assy. Pentax medical ultrasound video colonoscope, model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 06-jul-2011. On 21-feb-2020, a device history record(DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 13-jun-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 14-jun-2011. The video duodenoscope is currently awaiting repairs and final qc approval of 04-mar-2020.